Event description:
An etn protect study pt originally implanted on (B)(6) 2011 was returned to the operating room for a second procedure for an unk reason. After the second procedure, the pt reported a weakness in his ability to move the lower leg in the knee front. On (B)(6) 2012, pt was diagnosed with postoperative inflammatory neuropathy. Reportedly, the severity is moderate, unlikely related to the device and possibly related to the procedure.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.